Manufacturer narrative:
One 8x25mm biorci ha screw was returned for evaluation. Visual assessment of the device confirmed the screw is cracked at its distal end, no material appears to be missing. Dimensional assessment of the screws major diameter, length and wall thickness was performed and found to meet print specifications. An exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: not preparing the insertion site with a starter or tap. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the specialist tried to fix the graft, he noticed that the screwdriver slipped easily into the threads of the screw, in addition to this, the appearance of the eccentric screw was noted, which did not allow the screw to be threaded. A backup device was available to complete the procedure with no significant delay or patient injuries. Results of investigation have concluded that the screw was cracked at its distal end which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.